Event description:
Reportedly, a 26mm annuloplasty ring was explanted after an implant duration of approximately 6 years, 8 months (80.03 months) due to mitral stenosis. The customer reported that a cosgrove (B)(4) was implanted for mitral valvuloplasty (mvp) to correct mitral regurgitation (mr) on (B)(6) 2004. Some years later, mitral stenosis (mr) was observed. On (B)(6) 2011, the ring was explanted and a 25mm valve was implanted as a replacement. Tricuspid annuloplasty (tap) with a cosgrove (B)(4) ring was also performed. Customer commented that this explant was not expected but not device related.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
It was originally reported that this device was explanted due to mitral stenosis. It has been confirmed by the sales rep that this device was explanted due to mitral regurgitation. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors . It is typically not related to product malfunction. In this case, replacement of the native heart valve was due to regurgitation and the explant was not related to product malfunction.

Manufacturer narrative:
Evaluation summary: as received the ring exhibits moderate to heavy host tissue overgrowth. Suture threads are evident in the sewing ring. No inconsistencies detected in the x-ray, as the rin is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review is currently in process. Stenosis can be due to many factors depending on the implant duration and includes but is not limited to calcification and pannus. In this case, the evaluation observed host tissue overgrowth (pannus) which may have led to the reported stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with an implanted device. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve - both native and bioprosthetic. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth is still not fully understood, and there is limited information provided with regard to the patient's history, the root cause for explant of this device cannot be conclusively determined at this time.